Manufacturer narrative:
Product was requested to be returned but the customer reported that they do not intend on returning it. This report is based on the maude report received of a patient fall while in use with the device. Even though there was a patient fall, there is no indication at this time that the posey product did not meet specifications or failed to perform as intended. Note: instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states "inform resident and staff to take care when stepping on or off of the cushion to avoid tripping. Follow your facility¿s procedures for cleaning spills in patient care areas. Do not place floor cushions on or around damp or wet areas. Clean spills on, around or under floor cushions. Liquids under floor cushions may cause a slip and fall accident." Manufacturer reference file (B)(4).

Event description:
This report is based on maude report mw5068972. Customer reported a patient stepped on the rubber mat and lost his footing causing him to fall backwards. No serious injury was reported.